Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial capture could not be confirmed. In addition, the right atrial (ra) lead exhibited chronic high impedance and thresholds. The lead remains in use. No patient complications have been reported as a result of this event.